Manufacturer narrative:
This report is being filed on an international product, list number 8k25-25 that has a similar product distributed in the us, list number 8k25-27. No patient samples were provided for investigation. Customer complaint data was reviewed and no adverse trends were identified. Accuracy testing was completed to evaluate the assay performance using a file kit of architect intact pth.reagent lot 00715g000. All replicates met acceptance criteria and the testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. In addition, technical bulletin tb 1016-2014 was reviewed which indicates that the architect intact pth calibrators and controls will have a reduced expiration date (shelf life) to address calibrator instability. A study performed in april 2014 using abbott intact pth calibrators with reduced dating supports the return of product performance to product claims. Similar overall performance to a comparison assay was observed in 2014 as was observed in 2007. The % bias was determined to be 29.4% (95% confidence interval, -6.7 - 65.5) in stat method and 16.8% (95% confidence interval, -13.9 - 47.4) in routine method. The architect intact pth reagent package insert was reviewed and information from the "limitations of the procedure" section was provided to the customer. A malfunction was identified as the product failed to meet performance specifications or otherwise perform as intended at the customer site. However no product deficiency was identified.

Event description:
The customer stated that elevated architect ipth results were generated on 3 patients compared to the reference laboratory which uses the unicel dxl800 from beckman. Patient 1: an architect result of 117.3 was generated compared to a beckman result of 73. Patient 2: an architect result of 25.7 was generated compared to a beckman result of 14. Patient 3: an architect result of 66.9 was generated compared to a beckman result of 38. There was no report of impact to patient management.